Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen would time out sooner than expected and would time out while attempting to press buttons. There was no known impact to the customer¿s blood glucose. Reportedly, customer continued to use the pump for insulin therapy.